Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture and residue on lens. Visual inspection found the lens haptics torn and there was residue on lens. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+2.0/082 (sphere/cylinder/axis), in the patient's left eye (os), but the lens tore during delivery into the eye. There was no patient contact . Another same model/length lens was implanted on (B)(6) 2020 and the problem was resolved.